Manufacturer narrative:
Additional information received: it was reported via patient technical services that a call was received from the patients representative looking for endurant FDA recall information. During the call, the patient rep stated that the patients stent graft leaked which led to sepsis in the patient and the sepsis ultimately led to the patient death. It was reported that during the attempted explant procedure the aorta tore at the level of the renal arteries and the bleeding could not be contained. Two non-medtronic cuffs were implanted in an attempt to cover the tear and treat the type ia endoleak. One of the non-medtronic cuffs slipped up during deployment covering the renal arteries and superficial mesenteric artery (sma). A bypass was performed to sma from the femoral artery. At that point, the procedure was completed and the patient was released from hospital on dialysis. The patient returned several months later presenting with an infected graft. The family decided to discontinue further treatment and the patient was placed on palliative care. The patient expired several months after the attempted explant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Additional information received; it is unknown when the type ia endoleak was first identified. The open conversion was performed on the 01st of feb 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 50mm abdominal aortic aneurysm. It was reported that the patient presented to the hospital with an endoleak type 1a. The physician then decided to explant the stent graft. The event was treated with an open repair conversion. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.